Event description:
The asset bronchovideoscope was returned to the olympus repair center for inspection. The customer did not report an allegation against the device. During inspection, the coating on the connecting tube was found to be peeling. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during inspection

Manufacturer narrative:
The asset device was returned to the olympus service center for evaluation. In addition to the findings reported, there was a pinhole in the rubber of the bending section cover, a shaved distal end and a dent on the grip. Scratches were found on the control unit, the switch box and the universal cord. The up/down plate was discolored and the device had reduced angulation. As a result of the pinhole, water tightness was lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: -preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: ¿ -important information ¿ please read before use warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.